Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had center button did not always respond and the serial number on the back of the insulin pump was worn off. No harm requiring medical intervention was reported. The customer stated they sometimes have to press center button 2 times for it to respond. Customer was able to access the menu screen. Customer stated using the up arrow allows them to navigate screens. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.